Event description:
Hcp reported pt had a new pump implanted in aug. - pump not filled at that time due to wrong drug concentration. Sterile water left in pump and programmed to stopped pump mode. Pt refilled with dilaudid september 30. The priming bolus was performed and shortly after programming, pt developed overdose symptoms. Pt complained of not feeling well - sweating and vomiting. The pump was stopped and pt admitted to ER. Pt's blood sugar was over 400 and pt became bradycardic. Pt was placed on a respirator and an insulin drip started. Pt remained in ICU for several days. Additional discussion revealed communication inconsistencies the actions taken regarding the initial fill of the pump at the time of implant. Reporting hcp acted on the reported contents of the pump at the time of refill. Hcp's facility is investigating the procedures followed and documentation of the fill contents. A sample of the volume withdrawn from the pump has been sent for a drug assay. Follow up with hcp revealed pt improved and was sent home. Pt is requesting that pump be removed.